Event description:
The pt reportedly experienced a sound percept problem followed by no sound. External equipment was exchanged. However, the problem was not resolved. In 2003, the pt was seen at the center for device evaluation. Testing conducted confirmed that the device was no longer functioning. Surgery was scheduled to explant the pt's device.